Event description:
It was reported that during a percutaneous coronary intervention procedure, an issue occurred with the pressure gauge. The 99% stenosed target lesion was located in the non-calcified and moderately tortuous left anterior descending artery. The pressure gauge did not go up while inflating an unspecified device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).